Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the device inspection could not conclusively specify the root cause of the foreign material remained in the device. The probable cause explains that since the actual product was not sent to olympus, it was not determined the cause of the problem, but it was assumed that the defective items are caused by stress from use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object in the nozzle. There was no patient involvement.